Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated. It was believed that this issue was the result of several emergency magnetic resonance topographies the patient had. The device is no longer functional according to the health care facility. Eventually, this s-ICD was explanted, replaced and it is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. Visual inspection found no anomalies. No telemetry, magnet beeps or wake up pulse were confirmed. The case was removed to facilitate inspection and testing of the internal components. It was noted that the internal fuse was open, indicating it had been subjected to high energy. In this case, it is believed the high energy was from an attempt to charge during the reported emergency magnetic resonance imaging (MRI) the patient received. The fuse in a defibrillator works similar to a fuse in consumer electronic devices; it is a safety switch that intentionally breaks if current becomes too strong. Analysis concluded this s-ICD was damaged by exposure to MRI coincident with charging.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated. It was believed that this issue was the result of several emergency magnetic resonance topographies the patient had. The device is no longer functional according to the health care facility. Eventually, this s-ICD was explanted, replaced and was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated. It was believed that this issue was the result of several emergency magnetic resonance topographies the patient had. The device is no longer functional according to the health care facility. This s-ICD remains in service and no adverse patient effects were reported.